Event description:
It was reported that the insulin pump uploads very slow or not at all. Customer stated that patient received bayer meter replacement but problem persists. Customer stated she tried uploading on her computer but it took multiple attempts before the final attempt was successful. The customer was advised that it should not take long to upload. The customer was advised that it should not take long to upload. Customer's blood glucose was 94 mg/dl. The customer was advised regarding the exchange policy. No further information provided.

Manufacturer narrative:
Insulin pump failed to download to care link due to several alarms at the alarm history file. Displayable history crc check failed on startup alarms due to corrupted history files. Insulin pump received with minor scratched lcd window. Insulin pump was programmed with a test remote and communicated properly.